Event description:
Reporter stated that pt was admitted to the hospital, in 2004, with a diagnosis of diabetic ketoacidosis. Pt's blood glucose had been elevated (approx 400 mg/dl) since the day before. Reporter indicated that, at midnight, pt experienced diarrhea and vomiting. Reporter indicated that pt's urine tested positive for ketones. Pt was admitted to the hospital and treated with IV fluids and insulin injections. Pt was released the morning of the following day.